Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging. The patient's hearing has progressively declined since implantation, leading to a transition to a non-rechargeable device, as the patient had difficulty hearing charging alerts. The implantable pulse generator (ipg) was subsequently replaced. Postoperatively, the patient is doing well. The explanted device will not be returned for analysis, as it was retained by the medical facility.